Event description:
"During the procedure and after several instrument changes the pieces forming the seal came apart. This caused the loss of pneumoperitoneum pressure and one of the pieces fell inside the abdominal cavity and the manuevers required to recover it were time consuming and the obvious frustration of the surgeon."

Manufacturer narrative:
Upon receipt and evaluation of the incident device a follow-up report will be submitted.